Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:. Black box review shows ¿loss of prime¿ warning associated with a low non-zero force. An ¿ezprime¿ sequence and 24hr duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. Removed pump cover; no contamination or damage to the force sensor circuit was observed. The battery compartment is cracked at case seal. Unidentified force low observed in the black box, force sensor calibration in specification. The cartridge was returned and evaluated by product analysis on 01/17/2014; it passed visual inspection, fill and force testing. No defect was found.